Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-nov-2017 with the following findings: during investigation, there were multiple pump reboots observed. The battery compartment was found to be cracked. There was moisture observed in the battery canister and on the battery cap. A leak test failed due to a battery compartment leak. The battery cap was fastened and then unscrewed 1/2 turn with no reboots occurring. The display screen was found to be dim and discolored. The ez-prime steps were performed correctly. There were no power interruptions during the investigation. The "power" complaint was unable to be duplicated. The pump's cover was removed and there was no further moisture or intermittent power condition found to the power printed circuit board. (B)(4).